Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger determined the connector was broken.

Event description:
The consumer reported that the recharger was not charging. This issue began 4-5 months prior to the report, but the connector pin broke on (B)(6) 2016. The recharger screen was blank and unresponsive. The patient¿s last recharger was 3-4 weeks prior to the report. The patient was able to connect the implantable neurostimulator (ins) to the patient programmer and see all the settings. The patient programmer battery was full, but the ins battery was empty. The patient had turned the stimulation off himself to preserve battery. The patient¿s settings are program 1 at 1.5v and program 2 at 2.5v. Indications for use include failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.